Event description:
This ra lead was implanted on (B)(6) 03 and was capped on (B)(6) 11 due to lead impedance of less than 200 ohms and undersensing resulting in inappropriate therapy. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).